Manufacturer narrative:
Nothing has yet been received for eval and no lot has been identified, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. However, we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. Outside of this hypothesis and consideration, we cannot discern any other root cause for the reported issue; at this point in time, no corrective or further action is warranted, however, when the complaint device is received here at depuy mitek, it will be forwarded to quality engineering, where it will be subjected to a root cause failure analysis. If the analysis identifies any definitive root cause, a f/u report will be filed.

Event description:
Our rep is reporting to us that during a casual conversation with a surgeon, the surgeon reported to him that during an arthroscopic shoulder procedure, the surgeon observed metal shavings falling into the pt's body with the use of a lupine drill bit. All of the debris was removed and the procedure was concluded successfully without further issue or harm to the pt. The surgeon states that he had this exact same experience in 8 other cases at 3 separate associated facilities, procedure dates undefined. Also see associated mdrs 1221934-2011-00084, 1221934-2011-00085, 1221934-2011-00086, 1221934-2011-00087, 1221934-2011-00088, 1221934-2011-00089, 1221934-2011-00090 and 1221934-2011-00091.